Event description:
An 84-year-old male underwent protected pci with attempted impella cp placement via the right femoral artery. The patient's pre-support society for cardiovascular angiography and interventions (scai) shock stage was not reported. During the procedure, the peel-away sheath kinked during advancement of the impella cp via the right femoral artery. As a result, the pump could not be advanced further. Upon withdrawal of the device, the impella placement guidewire became dislodged from the ventricle. The patient was noted to have tortuous vascular anatomy. Due to the inability to successfully advance the impella cp, the procedure was aborted. The planned percutaneous coronary intervention (pci) was subsequently performed without impella support. No patient injury was reported in association with the event. The outcome of the impella procedure was reported as aborted. Based on the available information, the inability to advance the impella cp was associated with kinking of the peel-away sheath during device advancement through the right femoral artery. The patient was also reported to have tortuous vascular anatomy, which may have contributed to the procedural difficulty.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.